Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on 2017-apr-08 that they were doing a ¿stat¿ MRI (magnetic resonance imaging) for the patient and MRI guidance based on what the patient had implanted was requested. It was indicated that it was unknown if the MRI was due to a problem with the device or therapy. It was noted that the patient was very sick and they were suspecting overdose. It was also noted that the patient was in a coma and they wanted the pump discontinued. The date of the event was reported as (B)(6) 2017. It was unknown if someone at their facility had access to a clinician programmer. The hcp was in a hurry and did not have time to answer additional questions. A local representative was paged to get them in touch with the hcp. No further complications were reported.